Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The intake information required to enable further investigation, such as the kit¿s lot number was not provided, and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported an allergic reaction with the binaxnow covid-19 antigen self-test performed on an unknown date. Although requested, the consumer was unwilling to provide any additional information.